Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number: (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6). No product is available for investigation. The hm3 lvas IFU lists all potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including right heart failure and cardiac arrhythmia. This IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24jun2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that since admission the patient had undergone diuresis and initiation of inotropic support for cardiogenic shock. The patient's course had been complicated by ongoing cardiac index less than 2 despite dual inotropic support of epinephrine and milrinone, recurrent ventricular tachycardia, and uncontrolled atrial fibrillation. Ventricular tachycardia was treated with amiodarone and lidocaine. The decision was made to proceed with left ventricular assist device (lvad) placement with temporary right ventricular assist device (rvad) support. Right ventricular (rv) dysfunction precluded departure from cardiopulmonary bypass (cpb) without rv support. The left ventricle (lv) immediately collapsed as the right ventricle could not fill the lv. Rvad support and inotropes were initiated as treatment.